Event description:
It was reported that the pump started to alarm and the patient's pain returned. Interrogation revealed that a motor stall had occurred. The pump was replaced due to early battery depletion. It was noted that there was no patient injury/the patient fully recovered. It was believed that the device system was used to deliver morphine sulfate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the pump revealed gear train anomaly corrosion and /or wear and/or lubrication; stall due to shaft bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.